Event description:
Physician was performing a right shoulder irrigation and debridement, with removal of reverse total shoulder arthroplasty implants and placement of antibiotic spacers. While he was working in the shoulder, a 2.0 drill bit # gs86.8420 broke. All pieces were retrieved and an x-ray was taken in the operating room to confirm no retained pieces of drill bit. Surgery went on without incident. FDA safety report ID# (B)(4).